Event description:
The customer reported the system made a beeping sound and locked up with an error message. The fse noted there was no uncommanded x-rays being produced. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnected cable was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.